Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced low blood glucose level. The customer's blood glucose level was 39 mg/dl at the time of incident and treated it with glucose tablet. The customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode feature on insulin pump. Based on customer report's customer does not allege the insulin pump was over delivering the insulin. The customer was neither in emergency room nor admitted into hospital and nor was emergency room service's dispatched as a result of low blood glucose. The customer stated that reservoir showed the same amount of insulin which showed on the status screen and programming was accurate. It was reported that insulin pump was not worn during a medical procedure or test around an magnetic resonance imaging. The insulin pump will not be returned for analysis.